Manufacturer narrative:
(B)(4).the reported issue of increased intra-peritoneal volume (iipv) was confirmed over the phone. A review of the device history record did not confirm the reported issue of an iipv. A cause was undetermined. A service history review revealed that no issues were identified that may have contributed to the reported problem of iipv. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) needed assistance to end therapy in drain 5 of 5, drain volume 3403ml. The home patient (hp) was feeling abdominal discomfort towards the end of the drain. The hp performs tidal therapy. The technical service representative (tsr) had the cg cycler power on the hc to get to end of therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the high drain volume. The pdn verified the hp's largest prescribed fill volume (lpfv) is 1800ml. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products and a swap was not requested.